Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was occluded. The following information was received by the initial reporter with the following: rcc received a complaint via email. Adult infusion nurse was setting up medication in glass bottle as a secondary infusion. Device height, fluid height, and tubing primed correctly according to best practice. Vent cap remained closed until after drip chamber primed. Primary line continued to infuse instead of secondary. Medication infused properly after new set of tubing used, then when 2nd dose of medication spiked onto line, secondary medication would not infuse. This occurred with 2 separate patients. Consultant requested that nurses save infusion set ups for further investigation if needed. Plan communicated to unit leader.

Manufacturer narrative:
The customer reported secondary tubing was not infusing when attached from a glass bottle. Two primary sets were returned along with the two secondary sets. The secondary sets were of material 10016073, lot 24113231. Upon initial visual examination, the sets had no defects or abnormalities. The two sets were setup according to best practice, with a glass bottle infusion in the lab. The sets were run at 120 ml/hr for 30 mins each, but no issues or fluid blockages were observed. The main component we are testing for in this scenario, is the drip chamber vent. The vent showed no issues during the infusion. The root cause for the issue could not be found without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.